Manufacturer narrative:
Per (B)(4) initial report the reporter stated that no patient information would be available. X-rays and photographs of the explanted head and liner were provided and will be reviewed. The appropriate device details were provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the ecima liner and biolox delta ceramic head after approximately 4 years due to a loose liner.

Event description:
Trinity revision of the ecima liner and biolox delta ceramic head after approximately 4 years due to a loose liner.

Manufacturer narrative:
(B)(4) final report. Please note: the lot code provided in section d4 of the initial report was incorrect. The information has been corrected in this final report. The reporter stated that no patient information would be available. X-rays and photographs of the explanted head and liner were provided which confirmed the report. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the loosening of the liner could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.